Event description:
The pt had an (orif) open reduction internal fixation of left proximal humerus under general anesthesia. During the procedure when the surgeon is drilling the bone for screw placement, the drill bit broke off inside the bone and a piece of the drill bit was left inside the bone. FDA safety report ID# (B)(4).